Event description:
It was reported that a routine office visit 9-20-2010 dr. H. Noted instability in knee.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.